Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited an elevated sensing integrity counter (sic). It was also observed that the implantable pulse generator (ipg) exhibited dropped beats on the electrograms (egm). The rv lead and ipg remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the short interval count was invalid. Information is provided in the future, a supplemental report will be issued.